Event description:
Boston scientific received info that the pt with this device and electrode experienced postoperative discomfort. One month later, the pt had developed pain at the wound site and redness due to an infection. Medical intervention was performed, and the pt was put into a life vest until the issue was resolved. Approximately 1.9 years later, additional info was received at this device was explanted for an erosion. No additional adverse pt effects were reported. The pt was put into a life vest. The electrode remains implanted. Additional info was provided that during an internal review of the log files noted that an alert was triggered on this device, as a result of therapy being disabled. It was also reported that the impedances were high on the electrode. The device explant that occurred one month earlier was most likely the reason for the alert and high impedance values. Further investigation into this issue is currently being conducted.

Manufacturer narrative:
Once any additional info does become available, this report will be updated.